Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.